Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 mg/dl. Customer consumed carbohydrates to address bg. Customer required assistance and emergency services were called and customer was treated with intravenous fluids of glucose. Reportedly, the customer alleged that the infusion sets were not working and delivered several boluses. Recommendation was made to consult with a healthcare provider regarding diabetes management.